Event description:
Pt spontaneously reported: ms3 pump sn (B)(4) due 08/10/2019: plastic piece that holds cartridge is cracked/broken. No adverse event as result of broken pump. Using back up, replacing ms3 pump to be delivered in morning with return box for broken pump. No further info available. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.